Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the device confirms the failure mode as reported. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tune on green screwdriver broke while inserting last screw, all pieces were retrieved from patient. Time was not extended due to broken screwdriver.